Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded battery tube compartment. It was unable to test for low battery alarms, battery icon anomaly and verify operating currents due to intermittent blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was having battery issues. The customer stated that the battery icon would fluctuate back and forth from low battery to full battery and then the display went blank. Blood glucose value was 150 mg/dl. During troubleshooting, the customer stated that the contacts on the battery cap were not missing or damaged and the battery compartment was not damaged or corroded. The display did not return when changing the battery. He was advised to remove the battery for 2 hours and call back. He called back the next day and reported that the display remained blank. Blood glucose value was 320 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.